Event description:
It was reported that during a lap bso procedure, the blade tip separated from the device. The tip did not fall into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/03/2008. Information anticipated, but unavailable at this time.